Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, version: 1.2.0. Physician's name is unknown at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during procedure. It was reported that the site was having difficulty getting a functional magnetic resonance image (fmri) to merge with an anatomical exam. The pre-merge did not merge correctly and did not allow for any adjustment of the merge placement. When they did not pre-merge, the auto-merge was completely off. The site uses a non-medtronic system when creating their fmris. There is no patient impact as a result of this issue reported at this time.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found the behavior described was the intended behavior of the software. Software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative. It was reported that the issue did not impact a case or patient. The surgeon was asking if this was possible to do-merge an fmri. They used a patient as an example to see if they could do it and they were not able to on that particular patients fmri. This did not affect the case and was not needed for this case. This issue had been fully discussed and troubleshot with tech services. They were able to resolve the issue by having the rt dept remove the patient tags on the anatomical exam. Once they did this and resent the images through pacs-they were able to merge the fmri to the anatomical exam. The other question surrounding this was whether they could have the blobs come over in color and not black and white. It was found to be a limitation of dynasuite in that the blobs can only export in black and white.